Event description:
The customer reported their intellivue mp20 patient monitor does not sound the alarms. It is unknown if the device was in clinical use. There was no adverse event reported.

Event description:
It was reported the device does not ring the alarms. It is unknown if the device was in clinical use. There was no adverse event reported.